Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a revision procedure on (B)(6) 2014 and mesh was implanted during which the surgeon noted significant amount of small bowel and omentum. He performed lysis of very dense adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the hernia contents were densely adherent and it was not possible to reduce them laparoscopically, given the dense adherence of the mesh within the hernia. The mesh was then cleared from the bowel and removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient had previously underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.